Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly not opened during deployment. It was further reported that the doctor had used an another filter, and the filter allegedly got stuck during procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was received for evaluation. The filter was not returned. The pusher catheter arrived loaded to the touhy-borst adapter and the filter storage tube. No anomalies were noted to the distal tips of both the dilator and sheath. During functional testing, an attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. The pusher pad was present at the distal end of the pusher catheter. The loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. Skiving was not noted on the filter storage tube. No additional anomalies were observed throughout. No further functional testing performed due to filter not returned. Therefore, the investigation is inconclusive for the reported expansion failure as the filter was not returned, and the conditions of use cannot be recreated. A definitive root cause for the expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly not opened during deployment. It was further reported that doctor has to use another filter, and the filter got stuck during procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024. A patient underwent for vena cava filter placement procedure using denali jugular system. It was reported that during a vena cava filter placement procedure, the filter was allegedly not opened during deployment. It was further reported that doctor has to use another filter, and the filter got stuck during procedure. The procedure was completed using another device. There was no reported patient injury.